Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to a reference point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.9, poc inr: 7.4 and 7.1. Therapeutic range: 2.5 - 3.0. The time between testing was one (1) hour. The patient's warfarin was held based on the poc inr. The following day, the laboratory inr was 5.4. There was no additional information provided. Manufacturer report number 2027969-2014-00651